Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console displayed ec004 when cardioplegia was being delivered to the patient. The console had to be restarted twice to clear the error code and the procedure was completed without any further issues. This resulted in a seven minute delay of cardioplegia delivery. There were no reported patient complications resulting from the incident.

Manufacturer narrative:
The device was evaluated and the reported error code could not be duplicated. When attempting to retrieve the log data, the console alarmed the reported error message but it is not known what triggered this error. The pcsa board was replaced as a preventive measure and the console was assembled and tested. It passed all functional verification tests. The definite root cause for the reported complaint condition is unknown.